Manufacturer narrative:
The event date is approximate. Continuation of : product ID (B)(4) lot# serial# (B)(4)implanted: (B)(6) 2017 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd (B)(4) 2021, UDI# (B)(4) product ID: (B)(4), serial/lot (B)(4), ubd (B)(4) 2021, UDI# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated she fell on (B)(6)2018, and the fall caused the leads to be twisted in her body. The patient stated they did an x-ray at the doctor's office. The patient also stated the fall caused damage to the programmer. The programmer powered on but would not connect with the implant. The patient verified she currently had duracell alkaline batteries in the programmer. A replacement programmer was sent to the patient. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the patient was schedule for a revision on (B)(6)2018. No further complication and no symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260,serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient fell over the weekend (an exact date was not provided) and since then, stimulation had not worked properly. Patient stated that stim was working intermittently. An impedance check was done which showed contacts 0,1,2,4,5,7,8,12,13 all over 10,000 ohms. Even with contacts within normal limits, rep was still unable to capture stim and patient was not feeling anything. Patient's hcp was having patient get x-rays and considering possible lead revision. Patient's stimulation was off at the time of the report and patient was keeping battery charged. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated customer service (cs) was unable to get left leg coverage. Cs could get right leg a middle back coverage. Impedance check was completed with all contacts on lead 1 being out of range and lead 2 having only right leg coverage. Patient stated she thought the battery was intermittently shutting off after 5 to 10 minutes. Cs did not have this issue when patient was setting in office for 30 minutes without ins shutting off. No further complication and no symptoms were reported.